Event description:
It was reported that procedure was cancelled. A 12.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the balloon was defective as the balloon was leaking contrast agent and never built pressure before any manipulation. The device was removed and was found defective after it was tested outside the patient. The procedure was not completed as the device was to be used for protection inside the vessel. There was no bleeding observed on the angiography and there was a good seal; the physician elected not use another balloon. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang device - 12 x 4 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the procedure was cancelled. A 12.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the balloon was defective as the balloon was leaking contrast agent and never built pressure before any manipulation. The device was removed and was found defective after it was tested outside the patient. The procedure was not completed as the device was to be used for protection inside the vessel. There was no bleeding observed on the angiography and there was a good seal; the physician elected not to use another balloon. There were no patient complications reported and the patient was stable.